Manufacturer narrative:
(B)(4). Date of follow-up report :08/05/2016. Evaluation summary: the device was not returned for evaluation. However photographs were provided. The photographs verified the customers report. The investigation of the attached pictures found what appeared to be some linting. The photographs showed the device was being used in a typical manner and the reported condition is an outcome of normal handling by the user. The product is not marketed as a lint-free product. The cotton complies with (B)(4) type vii standards. The investigation found the root cause of the reported condition to be normal handling and use of the product.

Manufacturer narrative:
(B)(4) date of initial report : 3/9/2016 the customer indicated that the incident device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the 4x4 gauze pack which was supplied in a lumbar laminectomy pack unravels/lint's. No patient injury.